Manufacturer narrative:
Synthes is unable to determine manufacturing site of manufacturing date without a lot number. Subject device was part of an ide. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. This event is consistent with prodisc-l post-market experience. Pd has determined that no investigation of the individual event is necessary based on comparison with approved device trends. Post ide study, as part of the u.s. Launch of prodisc-l, a thorough training program for surgeons and sales consultants was put in place. Surgeons and sales consultants must complete the training program prior to performing prodisc-l total disc replacement surgery.

Event description:
This patient is a participant in a prodisc-l ide, and experienced this event post approval. Patient with history of ddd, status post l5-s1 pdl surgery. Postop visits at 6 weeks, and 3 months, patient's vas pain was stable and odi, pcs & mcs improved. Neurologically, patient was normal and without change from baseline. Persistent low back pain reported and patient directed to interventional spine physician for evaluation, and underwent facet injections. Persistent back pain at 12 months, and increase in odi & pcs. Continued on conservative treatment with more moderate physical therapy. Patient underwent posterior lumbar fusion at l5-s1. This is the 2nd of 3 reports submitted on this event.